Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: trying to clip. Doesn't work properly, no clips loaded. No clinical impact to the patient. Opened a new device. Information received from applied medical representative via email 5dec23: the instrument was used during a laparoscopic cholecystectomy. It is unknown when the event occurred, between september 5th and october 5th. The trigger was not easy to operate, "preloading" was heavier and sometimes clips did not come out. Patient status: no clinical impact to the patient. Intervention: opened a new device.